Event description:
Following angioplasty, the patient underwent an uneventful and successful wingspan stent placement to treat the basilar artery stenosis. Imaging showed that there was still "a waist at the intracranial stenosis". After a second balloon angioplasty, near complete resolution of the intracranial stenosis was achieved. Immediately post procedure there were no complications noted. Post operatively, the patient was extubated and while being able to elicit some movements, was not able to follow commands or talk. Over the next two days, the patients' condition did not improve and imaging showed possible new brainstem strokes, no bleeding was observed. The family decided to withdraw care and the patient died 13 days post procedure.

Event description:
Following angioplasty, the patient underwent an uneventful and successful wingspan stent placement to treat the basilar artery stenosis. Imaging showed that there was still "a waist at the intracranial stenosis". After a second balloon angioplasty, near complete resolution of the intracranial stenosis was achieved. Immediately post procedure there were no complications noted. Post operatively, the patient was extubated and while being able to elicit some movements, was not able to follow commands or talk. Over the next two days, the patients' condition did not improve and imaging showed possible new brainstem strokes, no bleeding was observed. The family decided to withdraw care and the patient died 13 days post procedure.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.